Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device and verified that the error code was logged in the memory of the device; however, the issue could not be duplicated. Physio replaced the keyboard to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance.  When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report their device failed to deliver shock. This issue is patient related; however there was no adverse patient outcome reported. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
The initial submission stated: based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. The main keypad was replace out of precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause of the reported issue could not be determined as the original keypad was scrapped after replacement.

Event description:
The customer contacted physio-control to report their device failed to deliver shock. This issue is patient related; however there was no adverse patient outcome reported. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.